Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: material sensitivity reactions. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. Inadequate range of motion due to improper selection or positioning of components. Intraoperative or postoperative bone fracture and/or postoperative pain. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-01182 and 06218).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation, dysfunction, damage to surrounding bone and tissue, elevated metal ion levels, loss of range of motion, and lack of mobility. Patient underwent a left hip revision procedure on (B)(6) 2013. Legal document further alleges presence of corrosion, adverse tissue reaction and a loose acetabular cup during the revision procedure. Additional information provided in patient medical records indicate the left hip revision on (B)(6) 2013 was due to pain. The patient¿s operative report noted corrosion, adverse tissue reaction, purulent material and a loose acetabular cup. Additional information received in patient medical records noted that on (B)(6) 2012 patient¿s blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.